Event description:
It was reported that the system 9600+ was losing power. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. All power connections were inspected and ensured to be secured. The system was tested and found to be working as intended and placed back into service.